Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was making a loud beeping noise during operation, and failed to change parameters mid-session. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the programmer was making a loud beeping noise during operation, and failed to change parameters. It was also indicated that multiple external components were damaged/worn. The programmer was repaired and returned to use.